Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not completing the air removal step during the load process. Tandem technical support educated customer regarding the air removal step. Customer loaded a new cartridge to resolve the issue. There was no reported impact to the customer¿s blood glucose level.